Manufacturer narrative:
Facility experienced an event with proximate linear stapler on while performing a lobectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #974222-2. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge batch number, acd-k46j9t b-em; cartridge position, abcd-loaded; casing position, abcd-back; hook shroud condition, a-damaged bcd-go; instrument serial number, a-580 b-383 c-344; lockout slide position, abc-locked b-unlocked; number of staples returned in cartridge, ab-none cd-all; retaining pin position, abcd-back; safety position, acd-locked b-unlocked; and trigger position, acd-open/locked b. Functional tests & results: indicator function properly, a-na bcd-yes; indicator setting when firing, a-na bcd-2.5; safety disengage properly, a-na bcd-yes; and staples fire properly, a-na bcd-yes. Analysis conclusion: based on the info received and the visual results of the tl60 instrument, it was concluded that the retaining pin was not fully forward prior to dialing the adjusting knob into firing range. This is evidenced by the visible damage to the instrument. It should be noted that as the instrument is shipped in the locked out position, it is imperative that the retaining pin must be fully forward and completely into the anvil hole prior to dialing the adjusting knob into firing range. The gray retaining pin tab must be fully flush against the distal end of the track. This will unlock the instrument and allow the instrument to perform as designed. The second tl60 returned instrument was fired with the staples reportedly did not close properly. The two sterile tl60 instruments were also fired and both fired and formed all the staples as designed. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve the products.

Event description:
It was reported the tlh90 and tlh60 were used during a left lower lobectomy with thoracotomy and bronchoscopy. It was reported the tlh90 did not form staples properly and could not be reloaded. The tl60 was then opened and the device did not fire properly and came apart on the back of the device. Another tl60 was opened and the staples did not close properly. It was reported there was about 200cc more blood loss than normal. There was no consequence to the pt. 7/9/1997 the surgeon clamped and sutured to complete the case. The surgeon wanted a sterile product on the shelf with this lot number returned and inspected.